Manufacturer narrative:
The internal metal locking mechanism is broken at the distal end of the sheath. The insulation along the sheath is also cut and scratched at the distal end. Instrument is 16-yr. Old.

Event description:
Allegedly per the customer, during a laparoscopic inguinal hernia procedure the surgeon noticed that the locking mechanism inside the sheath broke and a piece of metal from the distal tip fell into the patient. The surgeon successfully retrieved the metal piece. The case was completed with no further intervention. There was no harm to the patient. After the procedure an MRI was completed with negative results, indicating no metal piece remained in the patient.